Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 14bag 700cas jp had missing label information before use. The following was reported by the initial reporter: "according to the customer's report, lot # was not printed (missing lot #). (Added by (B)(6) on (B)(6) 2021) lot # was not printed on the shelf carton. (B)(6), (B)(6) 2021. Lot number is updated from unknown to 0224853."

Manufacturer narrative:
Correction. B5 describe event or problem : it was reported that an unspecified number of pen ndl 31ga 5mm 14bag 700cas jp had missing label information before use. The following was reported by the initial reporter: "according to the customer's report, lot # was not printed (missing lot #). The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-10. H6: investigation summary one open 31g x 5mm pen needle carton and three photos were returned from lot. No. 0224853, cat. No.320129. Visual examination was carried out on the returned sample and photos and it was observed that the lot number information and bar code were missing from the carton. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred during the closure label application station where the carton was not closed correctly, therefore not receiving the laser print information. The reject station failed to detect it during the packaging process. H3 other text : see h10.

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 14bag 700cas jp had missing label information before use. The following was reported by the initial reporter: "according to the customer's report, lot # was not printed (missing lot #).